Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: deflation. Device evaluation: analysis of the returned device identified: opening linear on anterior and wear abrasion leak test and microscopic analysis was performed which identified: striated opening on anterior, sharp opening on anterior and observed void on valve side out specification per qa199.6 (texture side). The fill test inspection was performed, the result is no blockage. A dimension measurement in the shell was performed which identify the thickness within specification based on the device analysis the final assessment is: void on valve texture side assessed as a workmanship. A sharp opening on anterior due to an unidentified (tear) opening. A striated opening on anterior due to surgical damage consist in the use of some surgical tool. Fi results for workmanship: the review of the documentation associated to the manufacturing process indicates that all devices with work order 1786144 were released in accordance with allergan procedures, and no anomalies were found in the documents related to the reported event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.